Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and error test. No vibrator anomaly noted during testing. The insulin pump passed all operating currents tested with in the specifications range and passed off no power test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, and cracked case near display window corners noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump failed to vibrate during normal use. Customer's blood glucose was 105 mg/dl. Insulin pump did not receive a low battery. Insulin pump did not vibrate during self-test. Insulin pump would be replaced.